Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) start up issue, technical fault (inspiratory valve disconnected). Health impact: (2) no patient involvement.

Manufacturer narrative:
It was reported that the device alarmed with (technical failure) tf 431017 during startup and a routine check by the end user. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The analysis of the log files provided in the complaint record confirms the reported problem - the technical failure tf 431017 followed by technical events te 231032 and te 231009 were found in the event log file and leak test failed. The root cause of the event was determined to be a defective inspiratory valve. After replacing the inspiratory valve, the device was released back into use.